Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was implanted with two heartmate 3 systems as a bi ventricular assist device (bivad) configuration on (B)(6) 2025. A sudden change in pump parameters was observed with increased flow and elevated pump power at unchanged speed on (B)(6) 2025. Thrombus occurrence through the right ventricular assist device (rvad) was suspected according to the log files. Intravenous cannula was removed on (B)(6) 2025. Heparin was increased from heparin partial thromboplastin time (ptt) 67 to ptt 92. The patient was reported to be stable and recovering from implantation at intensive care unit. It was known that the patient had several smaller thrombi in the rvad and thrombus was ruled out for the lvad. No symptoms were noted and computed tomography images were not available. The patient was stable and recovering on the intensive care unit.

Manufacturer narrative:
Section b1: report type corrected. Section e1: reporter email was not available. Section h1: report type corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed the report of an increase in flow and pump power. The account suspected device thrombus; however, thrombus could not be confirmed through this evaluation as the device remains in use and no images were provided. The controller event log file data from the reported event date of (B)(6) 2025 was reviewed. The stored patient speed was set to 4600 revolutions per minute (rpm) with a low speed limit of 4400 prm. Elevated estimated flow and motor power values were captured, as high as 7.6 lpm and 3.8 watts respectively. Motor instability lvad fault flags were captured at 09:01:16, 09:01:17, and 14:18:14. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including device thrombosis. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. It was reported that the heartmate 3 lvas, serial number (B)(6), was used as a right ventricular assist device (rvad) which is not an approved indication. The heartmate 3 is indicated for left ventricular assist device support, and all labeling, physician training and customer marketing materials are aligned with this indication. No further information was provided. The manufacturer is closing the file on this event.